Event description:
Additional information received reported that there were no symptoms or therapy issues, the patient just wanted to have the device moved for comfort reasons. It was stated that the patient did not say when they felt the need to move the device to a more comfortable location. It was stated that the manufacturer¿s representative became aware of the revision on the day of the revision. It was stated that no diagnostics were done. It was reported that the patient was doing great after the revision and was very happy with the new location of the implantable neurostimulator (ins).

Event description:
It was reported that a patient had a surgery for pocket revision. It was reported that the healthcare professional (hcp) accidentally nicked the lead. It was reported that impedances were high. It was reported that the lead was replaced. It was reported that the patient was alive with no injury and that there were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Product ID 977a290, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)